Manufacturer narrative:
The insulin pump was received with cracked and bleeding on the lcd glass, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked at the display screen and the information on the screen cannot be read. Customer's blood glucose was 261 mg/dl at the time of incident. Troubleshooting found that the customer is using syringes. No further details given.